Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Please reference: 2026095-2015-00166/(B)(6) and 2026095-2015-00168/(B)(6). Patient #1, incident #2: fill volume: 240ml. Flow rate: 10ml/hr. Procedure: antibiotic infusion. Cathplace: central PICC line in elbow of the right arm. It was reported that a patient had two separate incidents where both pump's infusions ended sooner than expected. One sample is available for return. Additional information was received on 06/02/2015. The pump infusion started on (B)(6) 2015 at 4:00pm and ended on (B)(6) 2015 at 6:30am. The incident occurred at the patient's home and the patient noticed the pump was empty at 6:30am. The pump infused in approximately 14 hours. No patient injury occurred in connection with the reported incident. The patient's current condition is reported as fine. The device is available for return.

Manufacturer narrative:
Methods: actual device was received for an evaluation and investigation. A visual inspection, flow rate accuracy test and pressure pot test were conducted. A review of the device history record (DHR) was conducted for the reported model and lot number. Results: the visual inspection found that the pump was received empty. The pump was refilled to the nominal fill volume of 270ml. Infusion was verified and the flow accuracy test was performed. After testing, the pump yielded a flow rate that was within specifications with a +/-15% tolerance. The pressure pot testing was performed on the flow control tubing without the filter. The tubing was detached from the pump and connected to a pressure gauge. After testing the flow restrictor yielded a flow rate that was within specifications with a +/-15% tolerance. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: the investigation summary concluded that fast flow was not observed for the pump. During the flow accuracy test, the pump met specifications. During pressure pot testing, the flow control tubing met specifications using the average bladder pressure. Based on the results of the investigation, the complaint was not confirmed. The instructions for use (IFU) specifies, that there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. "Delivery accuracy: when filled to labeled (nominal) volume, homepump c-series* flow rate accuracy is ±15% of the labeled (nominal) flow rate when infusion is started 0-8 hours after fill and delivering normal saline as the diluent at 31°c/88°f with the pump positioned 40 cm (16 inches) below the catheter site." An historical review indicated that no other complaints were reported for this reported incident and related to the same lot number. A technical bulletin (mk-00585) factors affecting flow rate was sent to the customer. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.